Event description:
It was reported by the customer that on (B)(6) 2010 there was a flash and then the aiming beam started firing straight at 23,208 joules. No patient injury was reported. The device was not returned for evaluation.